Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not included in the initial medwatch report and to correct information provided in the initial medwatch report. Correction to b4 of the initial medwatch report: date of this report was 17-feb-2023. Based on the results of the investigation, it is unlikely that use of the ins-5410 22ga needle (subject device) resulted in the pneumothorax because the complaint information received indicates that no samples were taken with the needle. The needle portion of the ins-5410 is covered by a plastic sheath, so if the needle was not used to sample, then it is unlikely to have perforated the airway wall to have resulted in a pneumothorax. A pneumothorax is a known risk of the device and the procedure. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
During a tissue sampling procedure, a 22ga needle was used inside a spin access catheter (90 degree). A coil break of the 22ga needle occurred while using the needle inside the spin access catheter. No samples were taken before the coil break. A 2-minute delay of the procedure was reported. The forceps were used to obtain samples. After the procedure, the patient had a small pneumothorax. As a precaution, the clinician placed a chest tube. The clinician could not determine whether or not it was associated with the 22 ga needle. The needle may have been extended for a short period of time during the procedure, however it was not used to obtain tissue samples.

Manufacturer narrative:
There were three devices (ins-5410, ins-5910, and endobronchial forceps (model number unknown)) associated with the same reported event. Device relationship to the event could not be determined, as a result, a total of three (3) medical device reports associated with the same event are submitted. This report is one (1) of three (3) total reports (reference 300722345-2023-00006 and 3007222345-2023-00007).